Event description:
It was reported the pt experienced a burning sensation with the stimulation turned on. The symptoms began following a trauma when an object fell on the pt. The sensation was felt at the lead-extension connection location. The pt was seen in the clinic for troubleshooting. The hcp was planning to replace the leads and extensions. The battery was going to be left as it was less than 20% used.

Manufacturer narrative:
(B) (4).